Event description:
A user facility reported several pts with endophthalmitis following intraocular lens (iol) implant surgery. Additional information has been requested. There are two medical device reports associated with this event. This file is for the "several pts" reported.

Manufacturer narrative:
The product was not returned for analysis. The product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Not enough information was provided from the reporter to properly complete an investigation. Additional information has been requested.(B)(4).